Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1700205 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The tip of the applier broke off into the patient but was quickly retrieved. There was no patient injury or medical intervention.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that one of the jaws was returned detached from the rest of the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection could not be performed since the device was returned with one of the jaws off of the device. However, the trigger was engaged to see if the ratchet ears were intact. Upon engagements, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The device was disassembled to inspect the internal components. Upon disassembly, no damages were found to any of the internal components. It could not be determined what caused the jaw to fall off of the device. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as it could not be determined what caused the jaw to fall off of the device. The reported complaint of "broken tip" was confirmed based upon the sample received. One device was returned. The device was returned with one of the jaws detached from the device. It could not be determined what caused the jaw to fall off of the device as there were no damages to any components of the device. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. The root cause of this complaint issue could not be determined.

Event description:
The tip of the applier broke off into the patient but was quickly retrieved. There was no patient injury or medical intervention.